Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the battery oscillator device came apart. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the locking mechanism fell apart and the motor was worn and had a foreign substance. It was further determined that the device failed pretest for general condition and check oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause related to the locking mechanism issue was determined to be traced to device design, which is a design issue, and has been escalated to CAPA. It was further determined that the root cause related to all the other failures were due to component failure from normal wear.